Manufacturer narrative:
H4: device manufactured between november 13, 2018 to november 16, 2018. H10: the device was received for evaluation. A visual inspection was performed which noted the device was in the activated position attached to the vial and solution bag. The particulate matter (pm) was observed in the attached solution bag; which appears to be stopper material from the vial. The pm was not on the device and would not have been rejected during the in-process inspection. No damage was observed. Functional testing was performed, and the device performed according to product specifications. The reported problem of particulate matter was verified. The cause of the pm was potentially due to ¿smash¿ or ¿multiple activation.¿; which would be a misuse by the customer. However, the exact cause of the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter "cored a large chunk of rubber stopper into the bag". There was no patient involvement. No additional information is available,.